Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that reloading the positioning sensor unit (psu) firmware resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the positioning sensor unit (psu) of the imaging system was restarting repeatedly without any prompt from user. There was no patient present at the time of the issue.